Manufacturer narrative:
Based on the fact that the device was disposed of at the time of explant, a full investigation likely cannot be completed. The implanting physician is no longer in practice (is currently incarcerated for felony convictions) and thus cannot be reached for further investigation. Therefore, investigation details pertaining to the surgical placement of the device are unavailable. The explant physician is currently in practice and has been contacted via direct-signature required letter. No information has been received as of the date of this report. If additional information is received upon further contacts with the explant physician, a supplemental report will be filed. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, pump flow rate, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration or malfunction, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient responded to device tracking card mailing. Patient wrote: "pump has not been refilled in more than 5 years - was not placed correctly." Patient stated that pump was explanted in (B)(6) 2019, exact date was not provided.